Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo for which biosense webster¿s product analysis lab (pal) identified a damage to the liner and lumen. Initially, it was reported that after mapping with the octaray, exchanging catheters for the thermocool smarttouch (stsf) and ablating, it was not possible to change back to the octaray for verification because the catheter did not fit through the vizigo sheath. The physician reported that it was not possible to push the octaray through the sheath shaft anymore. The sheath was blocked. He also stated that the steerability felt weird and that he had trouble pushing the dilatator through the vizigo. Also, after ablating and trying to change back to octaray, some of the vizigo electrodes were marked in black in the carto system. They had to exchange the vizigo for a new one to finish the procedure. There was no patient consequence. The visualization, deflection, and issue with introducing the catheter into the sheath were assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion on (B)(6) 2025, a substantial damage to the liner and lumens were observed. This was assessed as MDR reportable with an awareness date of (B)(6) 2025.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and functional tests of the returned device were performed following j&j medtech procedures. A visual inspection was performed and a bent on the shaft was observed. No other damage or anomalies were observed. Then, the device was connected to the carto 3 system and black electrodes were displayed on the system. The deflection mechanism was tested, and stiffness was felt due to the bent on the shaft of the device. A failure analysis was performed, and a dilator was introduced into the luer hub and resistance was felt at handle area. For this reason, a supplier investigation was performed and it was concluded that there was a substantial damage to the liner and lumens. The blockage was caused by the copper wires being dragged into the ID of the device which also caused the visualization issue. A device history record was performed for the finished device 00002613 number, and no internal actions related to the reported complaint condition were identified. The deflection, visualization and impeded device issues reported were confirmed. The potential cause of the damage could be related to the use of the device during the procedure; however, this cannot be established. As part of j&j medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).